Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that an patient underwent a cardiac ablation procedure with an unknown thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. After the procedure, pericardial fluid was confirmed by the soundstar catheter and drainage was performed. Prior to noticing the cardiac tamponade, ablation was performed.